Event description:
It was reported that upon attempt to insert liner, impaction was unsuccessful. A partial delamination of the locking bead was noticed. The decision was made to use a new liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating locking involving a trident 10° x3 insert was reported. The event was confirmed. Method and results: device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Minor indentation damage is noted all around the back side of the device on both the hemispherical surface and the locking face. This damage appears consistent with debris trapped between the liner and shell. Medical records received and evaluation: medical records or x-rays were not provided for analysis. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that upon attempt to insert liner, impaction was unsuccessful. A partial delamination of the locking bead was noticed. The decision was made to use a new liner.